Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced ten infusion sets cannula were kinked. Within 3 or hours of abdomen insertion customer noticed symptoms. The blood glucose level of the patient was high which was treated through injection via multiple daily injection (mdi). The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Device 3 of 10.